Manufacturer narrative:
Additional information is provided in the event section based on this information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received states this is for a vitreous probe only: not for a system or handpiece.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cutter not working intermittently; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, device history record reviews could not be conducted. A sample was not returned and no lot information is available, therefore, reported event was unable to be confirmed. However, follow up details indicate that the cutter has been reused. Per the product directions for use (dfu), the probe is a single use device. Therefore, the root cause for this customer complaint is use error. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cutter did not work intermittently during a vitrectomy procedure. The cutter had been used previously. The cutter was replaced to complete the surgery with no patient harm.